Event description:
It was reported that the li61se lens was inserted into the pt's right eye and immediately removed as the haptic became dislodged intraoperatively. The incision was enlarged in order to remove the lens and another iol of the same model was successfully implanted. Reference MDR # 1119279-2011-00082.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Visual examination of the returned lens found that both haptics were bent, and the optic was torn. Due to the damaged condition of the lens, functional testing could not be performed. The delivery device was not returned. In the physician's opinion, the iol damage was most likely caused by a loading error.